Manufacturer narrative:
(B) (4).

Event description:
The pt was miserable with tremors and only able to get intermittent stimulation. The device had higher settings and depleted in 1.5 yrs. The pt was to be scheduled for a replacement. Further info is being requested at this time.